Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that because this device and ra lead exhibited high out-of-range pace impedance measurements and loss of capture. The right atrial (ra) lead pacing and sensing was programmed off due to a suspected lead fracture. The ra lead was surgically abandoned and a new lead was placed. The device remains in service. No additional adverse patient effects were reported.